Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the plunger got stuck when loading insulin into the reservoir and she had to take everything apart and put it back onto the insulin vial. She reported that this caused air bubbles in the reservoir. The blood glucose reading was 272 mg/dl. The customer declined troubleshooting. The reservoir was not returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir, performed pre-fill reservoir test and found no air bubbles anomaly during analysis. Checked o-ring for defects and none was found. Conclusion: no air bubbles.